Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR: 2134265-2014-03639; 2134265-2014-03803. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in a percutaneous coronary intervention procedure. During the procedure, the physician attempted to perform pullback but automatic pullback failed. No patient complications were reported and the patient's status is stable.